Manufacturer narrative:
The factory reviewed the test record of two lot numbers used by the facility at the time of this occurrence for sterility and limulus test for pyrogens which were performed prior to shipment, no abnormality was noted. Retention samples from these lots were tested for limulus toxicity, and intracutaneaous toxicity test. No abnormality was determined. Co is unable to determined the cause of the incident.

Event description:
Patient experienced mild reaction with 1st use dialyzer, not preprocessed.